Event description:
MRI was ordered for pt's right knee due to complaints of pain. Three fourths of the way through the test, she said, it felt like her legs were heating up and developing whelps. The scan was stopped and pt was pulled out from the machine to check her legs. There were small blisters noted, one on each leg. One was 1 x 2 cm in size and the other was 3 cm x 2 cm in size. The cardiac coil was used because of the size of the pt's knee. A pad was placed between the coil and the pt. Pads were not placed between the pt's thighs. The calves were not touching. The pt's heels were touching. The pt had on socks.